Manufacturer narrative:
The second 4-level plate used in the case is of the same product part number/description but contains separate identifying lot number. 705999 manufactured 8/12/2016. Visual examination of the returned 4-level plate found that the middle blocking slide had become completely detached from the implant. Witness marks along both the anterior and posterior sides of the plate are present and reveal the location of the instrument to plate during contouring/bending. The plate contains a witness mark on the posterior side directly behind the location of the detached blocking slide and witness marks at both graft windows on the anterior side. The combination of these witness marks confirms the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate. Additionally, the bend is positioned at one end of the plate rather than incrementally placed as suggested in the stg.

Event description:
Two 64mm plates were bent during surgery and gold pieces snapped off. The surgeon indicated that when he bent the plates, the gold slides did not come off until inserting the screws.